Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was received for product analysis. Visual inspection was performed and it was observed that the main coil was bent, detached and stretched at the coil arm and primary coil section. The functional inspection could not be performed due to only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil could not be pushed out, and the coil was stretched. A 10mm x 40cm interlock .035 coil was selected for splenic aneurysm embolization. The procedure plan was to outflow tract embolization, inflow tract embolization and tumor cavity embolization, tumor was 2.4cm. The microcatheter was superselected to outflow tract to embolize three tumors, and then the coil was used to embolize the tumor. However, when the coil was deployed, it was found that it could not be pushed out, the coil was stretched after the back-and-forth operation. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. However, device analysis revealed a main coil detachment at the coil arm and primary coil section.